Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the device were reviewed and identified no deviations or anomalies. The returned item has stripped threads. Hardness and dimensions taken are within specification. This device is used for treatment. A complaint history review for the item and lot combination reveals no additional complaints. The instrument had a potential field age of approximately 5 years with an unknown usage history. The most likely cause of the threads being stripped is most likely wear and tear from use.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the screw driver stripped out when the surgeon was attempting to attach it to the lag screw.